Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a cre balloon dilatation catheter was used during a esophagogastroduodenoscopy (egd) procedure with dilatation performed on (B)(6) 2013. According to the complainant, during the procedure, the balloon partially inflated inside the gastroesophageal junction of the patient but did not fully inflate. The balloon also would not fully deflate and could not be withdrawn from the scope. The scope was removed and the balloon cut from the bottom to remove the catheter. No damage was noted to the device. The scope was reinserted and another cre balloon dilatation catheter was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a cre balloon dilatation catheter was used during a esophagogastroduodenoscopy (egd) procedure with dilatation performed on (B)(6) 2013. According to the complainant, during the procedure, the balloon partially inflated inside the gastroesophageal junction of the patient but did not fully inflate. The balloon also would not fully deflate and could not be withdrawn from the scope. The scope was removed and the balloon cut from the bottom to remove the catheter. No damage was noted to the device. The scope was reinserted and another cre balloon dilatation catheter was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results the complaint device was returned for evaluation. The catheter was found to be twisted and kinked near the hub and stretched. The catheter was cut in the middle and the distal part, including the balloon portion of the device, was not returned. No inflation/deflation test could be performed as the catheter is damaged and the balloon is missing; therefore the reported event that the balloon would not fully inflate and would not fully deflate could not be confirmed. However, the condition of the returned device is consistent with resistance encountered while removing the device from the scope. It likely that due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy, the performance of the device was limited. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.